Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 55mm diameter abdominal aortic aneurysm. It was reported that during patient follow up approximately 4 months post the index procedure a type ia endoleak was detected in neck seal zone. It was noted that the endoleak is in an isolated pocket of the neck, not apparently leaking into aaa proper. As per the physician, the cause of the event is anatomy related. No additional clinical sequelae were reported and the patient is fine.